Event description:
I placed my contact lens in my right eye after leaving them in clear care solution overnight per usual. I immediately felt a painful burning and stinging that was excruciating. Even worse, the pain distress and disorientation (indeed I was screaming loudly) made it very hard to remove the contact lens from the eye. When I finally got it out, my eye still burned for almost an hour. While I did not seek medical attention, this experience was very upsetting and I'm worried about any long-term impacts on my eye. I believe I cleaned by contact lenses in a non-clear care container the night before (for well over 6 hours) and this may have been the problem. As a clear care customer, I can attest it was never clear to me that one should only use the solution with the clear care container provided for health and safety reasons. The maker's product labeling, packaging, and marketing should make this clearer for public safety reasons.